Manufacturer narrative:
Ascensia diabetes care have confirmed that 300 mmol/l bulk meters were miss-kitted at the packager. Of these 300 incorrectly kitted meters, medtronic has confirmed that 27 meters are with the customers and remaining meters are under the distributor's control. The meter involved in this event is contour plus link 2.4, which is not marketed in united states. However, the device is similar to contour next link 2.4 meter with the product code nbw and 510 (k) # p150001, which is marketed in the unites states. The customer details were not provided, therefore, no information was captured. The exact event date was not provided, therefore, date ascensia was informed about the event was captured as the event date. The device identifier # was left blank as it could not be determined based on the available model #. MDR 1810909-2019-00324 has been filed for serial # (B)(4) and MDR 1810909-2019-00326 has been filed for serial # (B)(4).

Event description:
Ascensia diabetes care was informed by medtronic israel that some of the contour plus link 2.4 devices had units of measurement as mmol/l, although, the packaging indicated that they were designated to report results in mg/dl. According to medtronic israel's initial report, all these devices were from the same batch dp07n014p. The issue was discovered by the field representative of medtronic when they failed to pair the insulin pump with the glucose meter. The field representative had 3 meters in their possession (serial #s (B)(4)).